Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm that discovered the issue replaced the front end board and calibrated all the regulators to resolve the issue. All calibration, functional and safety tests were performed and passed per factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that the customer called to report that the screen of the cs300 intra-aortic balloon pump (iabp) had suddenly gone black and the iabp stopped pumping. After a reboot it worked again. A getinge representative had the customer assured that the red wall plug would be checked out by their biomed the following day, and that the mains power switch on the iabp was in the "on" position. There were no battery messages or alarms on the iabp prior to the shut down. They will have the iabp labeled and taken to their biomed. There was patient involved but no adverse event was reported.